Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was a low amplitude for the patients rhythm as well as undersensing for it. Additionally, therapy delivery had been turned off. Ts discussed troubleshooting and programming options. X-ray imaging was performed and the system passed all sensing vectors when it reprogrammed in the clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was a low amplitude for the patients rhythm as well as undersensing for it. Additionally, therapy delivery had been turned off. Ts discussed troubleshooting and programming options. X-ray imaging was performed and the system passed all sensing vectors when it reprogrammed in the clinic. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates therapy delivery was never turned off and it remains turned on after the s-ICD systems sensing was optimized. No adverse patient effects were reported.